Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer reported they were unable to clear the alarm. The insulin pump alarmed stuck button error. Customer stated that they did not press a button down for 3 minutes or longer. Customer reported insulin pump had frozen display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged insulin pump error alarm, stuck button alarm, frozen display, and there is a crack on the insulin pump found on (B)(6), 2022. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, keypad voltage test and the displacement test. The insulin pump history and trace files were successfully downloaded using thus. All buttons are functioning properly. No frozen display, insulin pump error or stuck button alarms noted during testing. A review of the downloaded history files reveals there were six (6) insulin pump error alarms (14:17, 14:19, 14:21, 14:23, 14:28, and 16:56), three (3) insulin pump error alarms (2x 12:50 and 14:17), and one (1) stuck button alarm (13:53) that occurred. The insulin pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), vibrate harness assembly, motor flex tail, force sensor flex tail, and keypad flex tail. Rust and corrosion was found on the motor and force sensor. The insulin pump error and insulin pump error alarms are due to rust and moisture damage on the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, serial number label faded, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Insulin pump error and insulin pump error alarms are confirmed due to moisture damage. Frozen display and stuck button alarm complaint are not confirmed. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.